Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had presented to the emergency room (ER) due to being inappropriately shocked by the implantable cardioverter defibrillator (ICD). It was further reported that the patient was told by the ER staff that the ICD had been programmed "wrong" and should not have shocked the patient. The ICD remains in use. No further patient complications have been reported as a result of this event.